Event description:
Customer called stating she had high blood glucose for the last couple of days. During troubleshooting it was noted that there was no alarm during the rotation test. She stated that she had not seen any leaks. The leadscrew test passed.